Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient called to report that the check button did not work. No adverse event alleged. The pump is being returned.